Manufacturer narrative:
(B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for three (3) months, underwent a valve-in-valve procedure. The reason for the procedure was not provided. The tavr was performed with an edwards transcatheter valve. No other details at this time.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, it was reported that there was a mismatch. The reported event was not confirmed. However, based on the information provided, it appears that the root cause of this event was likely due to patient and/or procedural related factors. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this patient with a bioprosthetic aortic valve, implanted for three (3) months, underwent a valve-in-valve procedure due to severe aortic stenosis secondary to patient prosthesis mismatch. The patient had a low ejection fraction of 20%. A balloon fracture of the device was performed to open up the valve. A tavr was then successfully performed with an edwards transcatheter valve. Tee showed that the valve was nicely seated. No evidence of pericardial effusion or perivalvular leak. The patient tolerated the procedure well with no complications. She was discharged in stable condition on pod #3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.